Event description:
Patient's wife reported that her husband's receiver displayed a hardware failure and shut off at around noon. Patient fainted and went into a diabetic coma at around 5-5:30 p.m. Patient's wife called the paramedics, and the pt's blood sugar was at 26 mg/dl when the paramedics arrived. Patient was hospitalized and discharged later that day when his blood sugar was at 95 mg/dl. Patient was resting at home at the time of his wife's call to dexcom technical support.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.